Event description:
Additional information received indicated that surgical intervention was undertaken on (B)(6) 2019 wherein the scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, surgical intervention may take place at a later date to address this issue.